Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The cine drive, cine bridge, image processor board, and the memory were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system screen fades to black and the image would not rotate during a case. No pt injury was reported.